Event description:
Pca pump patient control was found to have quit working. The pca pump continued to deliver a set basal rate, but would no longer deliver pca doses by pressing the patient control. There was no injury to the patient.